Event description:
Patient was implanted with plate and screws for the mandible on an unknown date in 2009. The patient requested the hardware be removed because she could feel the hardware; reportedly there was no pain or infection. Patient was returned to the o.r. On (B)(6) 2012 for removal of hardware. While the surgeon was removing the plate; the heads of the non-locking screws broke off. The surgeon was having a hard time getting the screws to back out. The first screw head broke off when the surgeon had the screwdriver engaged in it. The second screw head broke off when the surgeon was rocking the plate to get the screw to back out. The shafts of both screws are still in the patient, they are flush with the bone. Patient was not revised with any additional hardware as the patients fracture was healed. This is 1 of 5 reports for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Additional information from hospital facility.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the reported date of implant was in 2009. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.